Event description:
Beckman coulter inc., (bci) was informed that the coulter ac-t 5 diff cp analyzer generated erratic hemoglobin (hgb) results for several patients in 2007. Based on provided data, four samples for patients (a, b, c, and d) demonstrate erratic hgb results. The results were reported out of the lab. All four patient samples were retested for hgb on the next day. Repeated hgb results were considered correct and amended reports were sent out. Upon data review, it was noted that the initial platelet (plt) results were lower than repeat results for patients a, b, and c. Patient a was transfused with one unit of blood and patient c was restarted on erythropoietin after the initial results were reported out. No adverse effects noted as a result of this event.

Manufacturer narrative:
Qc is run twice a day and was run before and after the event. Previously run patient samples were re-run to confirm accuracy back to the last acceptable qc run. The unit is currently performing within qc specifications. The root cause of erroneous results is unknown. A malfunction will be assumed for the purpose of this report.